Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4). Device not returned to manufacturer.

Event description:
It was reported by resmed that an s8 elite device allegedly caught fire. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed. An extensive engineering investigation was performed on the available information. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was possibly caused by a failure of the ac appliance inlet connector. Resmed's risk analysis concludes that the risk is acceptable. Resmed continues to closely monitor the incident and severity of this failure type. (B)(4)

Event description:
It was reported by resmed that an s8 elite device allegedly caught fire. There was no patient injury reported as a result of this incident.